Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.